Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer changed her infusion set and the pump gave her an error. Customer's blood glucose level was 378 mg/dl and she has not treated. Customer was asked to check her blood glucose level again and it was 459 mg/dl. Customer was assisted with clearing the alarm. Customer decided to take a deduction from the blood glucose level as she is a brittle diabetic. Customer decided to give herself 6 units instead of 8.25 units. Customer cleared the alarm. Customer was advised to monitor the blood glucose levels closely. Customer took insulin. Customer ran a manual prime and the insulin did exit the tubing. Customer's time and date settings were corrected. Customer will be sent a tubing clamp and will call back to continue troubleshooting once they receive it. No further assistance needed.